Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the wristed needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint and found the primary finding of failed intuitive motion to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. This instrument¿s grip tips were not moving intuitively, I. E. They were not following the master tool manipulator (mtm) input commands smoothly. More precisely the instrument's motion was unintuitive (started and stopped with master motion but moved in the wrong direction). The complaint regarding unintuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. However, at this time, it is unknown what caused the issue to occur and as such the probable root cause cannot be determined.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the wristed needle driver instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the remote procedure log showed the listed console surgeon performed this benign hysterectomy surgical procedure on (B)(6) 2022 via system serial (B)(4). This complaint is considered a reportable event due to the following conclusion: it was alleged that the wristed needle driver instrument jaw moved in the opposite direction. Unintuitive motion during a surgical procedure could lead to poor instrument control and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the wristed needle driver instrument jaw moved in the opposite direction. The customer reinstalled the disc and the instrument 2 times, but the issue persisted. A backup instrument of different kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that the instrument was persistently unresponsive to the surgeon's commands with no external collisions. The instrument moved to the left while the intended direction was the right. The issue occurred while the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer (hrsv) and the surgeon was attempting to manipulate instruments from the surgeon side console (ssc). No shakiness/ friction was observed. The movements of the surgeon scaled appropriately to the instrument and the timing of instrument movement was appropriate. There was no instrument-to-instrument or system arm-to-arm interference. There was no harm or injury to the patient.